Manufacturer narrative:
The complaint for high impedance was confirmed. Two extensions were returned, they were designated extension a and extension b. Extension a was returned complete but cut (the complete 60cm was returned). The extension was returned cut as a result of the explant procedure. Microscopic inspection of the extension revealed all wires were broken 11.0cm distal to the terminal end. The broken wires are consistent with an overstress condition the extension was subjected to while in vivo.

Event description:
Related manufacturer report 1627487-2021-01048. Related manufacturer report 1627487-2021-01049. New information received states it was reported that high impedance issue was observed on the leads. One extension was explanted on 26 january 2021 procedure. High impedance issue was still observed, and lead damage was observed on one of the leads. Both leads were explanted, and new leads were implanted. It is unknown which lead had a damage issue therefore both leads are being reported. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to high impedance. Troubleshooting was unable to address the issue. As such, surgical intervention may take place at a later date to address the issue.